Event description:
On (B)(6) 2011, mother reported the up button on the infusion device was not functioning properly. The infusion device has been in use for 4 years, and pt boluses 4-6 times per day. Pt switched to his backup infusion device. The primary infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.